Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient was sometimes having a difficult time recharging the battery, and she opted to have a battery pocket revision. The revision was performed on (B)(6)2018. It is unknown if the issue was resolved at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (via a manufacturer representative (rep)) who was implanted with a neurostimulator for spina l pain. It was reported that the patient felt like the implantable neurostimulator (ins) battery moved around too much. There were no factors identified that might have contributed to the event, there were no actions or interventions taken to resolve the issue and the issue was not resolved at the time of the report. Lastly, surgery was scheduled for (B)(6) 2018 to resolve the issues. There were no further complications reported or anticipated.